Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event five days after onset. On an unreported date, the patient started treatment with intraperitoneal vancomycin 1 gram stat dose, amikacin 125 milligrams, intravenously (IV) (frequency and duration not reported) and IV meropenem (dose, duration and frequency not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available